Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: nephrectomy. Event description: during deployment of the specimen retrieval bag, when the user advanced the thumb ring to expand the bag, the bag detached prematurely from the support frame before full extension was achieved, requiring replacement with a new device to complete the procedure. There is no impact to patient. Additional information provided by [name] on 14aug2025: the bag completely fell off the supports and the tips of the supports were exposed inside the patient. The bag fell down the supports during bag manipulation to unroll the bag. Additional information provided by [name] on 18aug2025: when the actuator was advanced to deploy the bag, the bag detached from the support frame. Intervention: user replace with a new one. Patient status: fine

Event description:
Procedure performed: nephrectomy. Event description: during deployment of the specimen retrieval bag, when the user advanced the thumb ring to expand the bag, the bag detached prematurely from the support frame before full extension was achieved, requiring replacement with a new device to complete the procedure. There is no impact to patient. Additional information provided by [name] on 14aug2025: the bag completely fell off the supports and the tips of the supports were exposed inside the patient. The bag fell down the supports during bag manipulation to unroll the bag. Additional information provided by [name] on 18aug2025: when the actuator was advanced to deploy the bag, the bag detached from the support frame. Intervention: user replace with a new one. Patient status: fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the specimen bag falling off the metal supports. Based on the condition of the returned unit and the description of the event, it is likely that the actuator was retracted prior to full actuation, which resulted in the specimen bag falling off the supports. It is also possible that the actuator was retracted after the bag was inserted into the tube during manufacturing, as a result the bag became more susceptible to fall off the supports during deployment. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.